Event description:
The pt's mother reported that the pump was not responding well to button presses. She denied the pump was exposed to water. The buttons sprung back when pushed.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.